Event description:
Determined to be reportable based on analysis completed on 10/24/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the right coronary artery. The details of the lesion are unknown. The 3.00x28mm taxus liberte stent was unable to cross the lesion. The procedure was completed with a different device. The patient status is satisfactory and good with no complications reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the distal end. A distal stent strut was bunched back proximally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.